Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced foreign matter/coring observed in vial or fluid path. The following information was provided by the initial reporter: material no: 515052. Batch no: 2010303. Pharmacy tech found white particulate inside packaging. From customer: "we found more tyvek particles."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/23/2021. H.6. Investigation: forty samples of lot 2010303 and two photos were provided to our quality team for investigation. Upon inspecting the product, white particles can be observed on the surface of the injector. A device history review was performed for lot 2010303, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Fifteen retained samples of the same lot were used for additional evaluation. The product was inspected and no particles were observed on any of the injectors. Sterilization testing was performed and results were found to be within specification. The product was sent for characterization testing and the particles were identified to consist of tyvek paper which is used in the packaging of this product. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. A review of manufacturing records established that all cleaning for the packaging lines were performed according to procedure. H3 other text : see h.10.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced foreign matter/coring observed in vial or fluid path. The following information was provided by the initial reporter: material no: 515052 batch no: 2010303. Pharmacy tech found white particulate inside packaging. From customer: "we found more tyvek particles."